Event description:
Boston scientific received info that after 12 months, the right atrial lead had dislodged. During a revision procedure, the right atrial lead was attempted but unable to stabilize in position due to subclavian tortuosity and was explanted. A passive right atrial lead was successfully implanted. No adverse pt effects reported. Date of implant was not provided.